Manufacturer narrative:
Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), 19.0 diopter power, was explanted from the patient's operative eye due to blurry vision and decreased visual acuity post implantation. The distance visual acuities (va) were provided as 0.8 pre-operative and 0.7 post-operative. Account indicated there was a decrease in two lines of uncorrected distance visual acuity (ucdva), the daily activities significantly affected and that the patient was temporarily impaired. The doctor completed the exchange with the same model lens, but of 18.5 diopter power. The patient's condition post-op was good. The incision was enlarged; however, there was no delay in treatment and no other interventions reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes, section d9: returned to manufacturer: yes, date returned to manufacturer: apr 1, 2022, section h3: device returned to manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half and one half was missing. No issues related to or could have contributed to visual issues were observed. No further evaluation could be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.